Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while retracting the red72 through the distal length of the neuron max during the first pass. The physician continued retracting the red72 and noticed that the distal length of the red72 had fractured inside the neuron max. Therefore, the neuron max containing the fractured red72 was removed from the patient. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68) and the same neuron max. There was no report of an adverse effect to the patient.